Manufacturer narrative:
Date of report: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. Implant date: explant date: three years ago from the aware date.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.